Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient was complaining of shortness of breath and their heart rate was below the programmed lower rate of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.